Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: the patient¿s symptoms and injuries including, but are not limited to, ivc thrombosis, venous insufficiency, bilateral pulmonary embolism, and ivc occlusion. The filter poses a progressive risk of perforation of the vena cava and the surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration and fracture causing serious injury and death. The patient is forced to live with the possibility that these complications can happen to them at any moment which has lead them to have severe fear, stress, anxiety and loss of enjoyment of life. No additional information is available. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Deep vein thrombosis (dvt) occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. The presence of these clots do not represent a device malfunction. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
The report received through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: the patient¿s symptoms and injuries including, but are not limited to, ivc thrombosis, venous insufficiency, bilateral pulmonary embolism, and ivc occlusion. The filter poses a progressive risk of perforation of the vena cava and the surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration and fracture causing serious injury and death. The patient is forced to live with the possibility that these complications can happen to me at any moment which has lead me to have severe fear, stress, anxiety and loss of enjoyment of life. No additional information is available.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of dvt. The trapease ivc filter was deployed about 1 cm below the level of the renal veins. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: ivc thrombosis, venous insufficiency, bilateral pulmonary embolism, and ivc occlusion. Per the patient profile form (ppf), the patient suffers from anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, post procedural pulmonary emboli and occlusive thrombosis within the filter, ivc and vasculature do not represent a device malfunction. Anxiety and venous insufficiency do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
The following additional information received per the medical records state that the patient has a history of tobacco use, factor v deficiency leiden, migraines, pneumonia, insertion of ivc filter thromboembolism, hypertension, coumadin resistance, edema. Surgery of the eye, knee, stent insertion, cholecystectomy and incisional hernia repair. A computed tomography angiogram was performed eleven years post implant for a history of ivc occlusion, results noted complete occlusion of the infrarenal ivc, unchanged in the last six years. The iliac veins are diminutive and are filled by collaterals. The patient underwent reconstruction of the ivc with placement of 4 fluency stent grafts and post dilation using armada balloons. Final imaging showed flow through the occluded ivc with no evidence of residual stenosis or occlusion. The procedural notes noted that the ivc filter was fractured during the procedure during post dilation. According to the notes the filter fracture was not unexpected and there was no risk of the fracture portion embolizing. The patient was discharged the same day as the procedure. Four months later, the patient presented to the emergency room (ER) with complaints of left sided facial and arm numbness. The patient had presented to the ER three days prior with the same symptoms and left the hospital against medical advice. The patient spoke with their physician whom advised the patient to return to the ER. No deficits were noted on examination. The inr at the time of admission was 1.0. Cranial imaging was performed, the results were not provided and the patient was discharged the following day. A carotid ultrasound was performed and found to be normal. An mra of the neck was normal. Mra of the brain was negative for hemorrhage but did show disease just beyond the left mca trifurcation.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned and caused ivc thrombosis, venous insufficiency, bilateral pulmonary embolism, and ivc occlusion. According to the information received in the patient profile from (ppf), the patient became aware of the alleged failures ten years and two months post implant. Additional failures reported were fracture, blood clots, clotting, and/or occlusion of the ivc, ivc thrombosis, venous insufficiency, complete ivc occlusion, ivc balloon angioplasty and stenting of the ivc, and stroke post implant. The iliac veins are diminutive and fill via extensive cross pelvic collaterals. According to the medical records state that the patient had a history of deep vein thrombosis (dvt). Under aseptic precautions, local anesthesia, and fluoroscopic guidance an antegrade puncture was made into the right common femoral vein, an 8 french sheath was then placed. The trapease ivc filter was then deployed about 1 cm below the level of the renal veins. The patient tolerated the procedure well. According to the medical records, the patient has a history of tobacco use, factor v deficiency leiden, migraines, pneumonia, insertion of ivc filter thromboembolism, hypertension, coumadin resistance, edema. Surgery of the eye, knee, stent insertion, cholecystectomy and incisional hernia repair. A computed tomography angiogram was performed eleven years post implant for a history of ivc occlusion, results noted complete occlusion of the infrarenal ivc, unchanged in the last six years. The iliac veins are diminutive and are filled by collaterals. The patient underwent reconstruction of the ivc with placement of 4 fluency stent grafts and post dilation using armada balloons. Final imaging showed flow through the occluded ivc with no evidence of residual stenosis or occlusion. The procedural notes noted that the ivc filter was fractured during the procedure during post dilation. According to the notes the filter fracture was not unexpected and there was no risk of the fracture portion embolizing. The patient was discharged the same day as the procedure. Four months later, the patient presented to the emergency room (ER) with complaints of left sided facial and arm numbness. The patient had presented to the ER three days prior with the same symptoms and left the hospital against medical advice. The patient spoke with their physician whom advised the patient to return to the ER. No deficits were noted on examination. The inr at the time of admission was 1.0. Cranial imaging was performed, the results were not provided, and the patient was discharged the following day. A carotid ultrasound was performed and found to be normal. An mra of the neck was normal. Mra of the brain was negative for hemorrhage but did show disease just beyond the left mca trifurcation. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, post procedural pulmonary emboli, stroke, venous insufficiency, occlusive thrombosis within the filter, ivc and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. According to the procedural notes, filter fracture was not an unanticipated outcome from the angioplasty procedure. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.